Manufacturer narrative:
H3: serviced by third party service center.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device at the third party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed in the device. In addition to the above findings, an e73 error code was found in the error log. No parts were replaced as the device was scrapped by the third party service center.